Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 560 mg/dl at the time of incident. Customer reported that they did contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose level. The customer was treated for the high blood glucose with manual pens and insulin pump as well. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer mentioned that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined to check for possible site or insulin issues. Based on customer report customer does not allege insulin pump was under delivering. Customer did high pressure test twice and the test result was found that the insulin pump did not alarmed and resumed basal programming. The insulin pump was returned for analysis.